Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. It was reported that the patient had also experienced intermittent pain with stimulation at the generator site, which was believed by the physician to be related to the high lead impedance and a possible lead discontinuity. The vns device has been turned off in response to the high lead impedance, and it was reported that the patient has been experiencing seizures below pre-vns baseline levels. The believed cause of the seizures has not reported, and it is unknown if the seizures are due to the vns device being turned off, or if the seizuers occurred prior to the device being turned off. Revision surgery is likely.